Manufacturer narrative:
(B)(4) 2011 - (B)(4) - a retrospective review of the adverse event file an MDR was needed. Conclusion - the consumer was a smoker. In addition, a toxicology report indicated that the consumer had a blood alcohol of .263 at the time of death. Update: (B)(4) 2011 - (B)(4) - a retrospective review of the adverse event file was performed. Conclusion - the consumer was a smoker. In addition, a toxicology report indicated that the consumer had a blood alcohol level of .263 at the time of the death. The county fire marshall stated that a lit cigarette was the cause of the fire. The mattress manufacturer and the age of the mattress are unknown. The fire marshall concluded two possible scenarios: a lit cigarette caused the bed linens to ignite, and a lit cigarette cause the trash can next to the bed to catch fire igniting the combustible materials next to the bed. Neither of these scenarios are suggestive that an invacare product malfunctioned.

Manufacturer narrative:
(B)(4) 2011 - (B)(4) - a retrospective review of the adverse event file an MDR was needed. Conculsion - the consumer was a smoker. In addition, a toxicology report indicated that the consumer had a blood alcohol of .263 at the time of death.

Event description:
A consumer died when he allegedly fell asleep on an invacare bed with a lit cigarette.

Event description:
A consumer died when he allegedly fell asleep on an invacare bed with a lit cigarette.